Event description:
It was reported that, during an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of the noise was external electromagnetic interference (emi). No intervention has been performed at this time. The patient was stable and will continue to be monitored.